Event description:
It was reported that patient underwent a mom hip procedure approximately fifteen (15) years prior. Subsequently, a revision surgery was necessary due to loosening which has caused the patient pain. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, item#: unknown, lot#: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned for visual examination. Review of the device history records was not possible as the serial number is unknown. This device is intended for treatment. According to the received surgical reports, the reported event can be confirmed. No further investigation required as this is a known issue and documented in the relevant risk file. Most likely root cause for the reported event is inappropriate use/implantation of the product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.